Manufacturer narrative:
With the additional information received, the initial report inadvertently reported the incorrect suspect medical device. Review of device history records performed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had surgery on (B)(6) 2013, and the reason of high impedance was determined to be due to a lead break. The surgeon isolated the existing lead and generator, and then performed diagnostics on the generator with results within normal limits. However when the lead was inserted into the generator again, high impedance still resulted. The lead was then replaced, and vns system was working okay. The explanted lead was returned to the manufacturer for analysis. However, product analysis has not been completed to date.

Event description:
A clinical support engineer from the manufacturer¿s distributor attended the patient¿s appointment with the physician on (B)(6) 2013. System diagnostics were performed which found high lead impedance. The patient had been at low settings since implant in (B)(6) 2012. Therefore, system diagnostics had not been performed until (B)(6) 2013. As a result of the low settings, the patient had not seen significant difference with vns therapy so far, so no patient adverse events were noted to date. The patient¿s device was not programmed off following observing high impedance as recommended in manufacturer labeling. However, the physician plans on doing so when the patient is next seen. There were no causal/contributory factors that were believed to have caused the high impedance. A/p and lateral chest x-rays of were reviewed by the manufacturer. Based on the x-ray images provided, the cause of the high impedance may be due to the lead pin not being fully inserted into the generator header. A portion of the lead could not be visualized in the chest due to it being behind the generator, and the presence of a micro-fracture in the lead cannot be ruled out. Although surgery is likely, it has not occurred to date.

Event description:
A break was identified in the positive coil in the product analysis lab. Scanning electron microscopy images of the positive coil; show that a stress-induced fracture (fatigue) has occurred in at least three strands of the quadfilar coil. Also, mechanical distortion (smoothed surfaces) was noted at the broken strands. Due to mechanical distortion (smoothed surfaces), a conclusive determination of the fracture mechanism cannot be made on one strand. Also, what appears to be a secondary stress-crack was identified in the vicinity of one end of the broken strand. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin appears to not be fully inserted past the connector block of the generator.